Event description:
It was reported that during a laparoscopic gastric bypass,the first stapler misfired when clamped tried to release staple,device partially stapled,no cutting.the second and third devices only fired half of staples and heard crunching sound in hand when fired.there was no patient consequence.